Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock and was hospitalized. Review of the episode noted oversensing of noise, likely sense b node in source, as well as changes in amplitude morphology measurements. Troubleshooting and testing of the system was able to reproduce noise in the secondary vector. The patient was discharged from the hospital and the s-ICD remains in service. No additional adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock and was hospitalized. Review of the episode noted oversensing of noise, likely sense b node in source, as well as changes in amplitude morphology measurements. Troubleshooting and testing of the system was able to reproduce noise in the secondary vector. The patient was discharged from the hospital and the s-ICD remains in service. No additional adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock and was hospitalized. Review of the episode noted oversensing of noise, likely sense b node in source, as well as changes in amplitude morphology measurements. Troubleshooting and testing of the system was able to reproduce noise in the secondary vector. The patient was discharged from the hospital and the s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This correction supplemental MDR report is being filed to update the unique identifier (UDI) number.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock and was hospitalized. Review of the episode noted oversensing of noise, likely sense b node in source, as well as changes in amplitude morphology measurements. Troubleshooting and testing of the system was able to reproduce noise in the secondary vector. The patient was discharged from the hospital and the s-ICD remains in service. No additional adverse patient effects were reported.